Manufacturer narrative:
Lot review: a review of lot# 3289333 showed that (B)(4) units were manufactured, tested, inspected and released in august 2016 citing no exception documents.

Event description:
Complaint received regarding one cl3951, 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger; lot# 3289333 (mfd. 08/16). Report states: patient was receiving infusion of chemotherapy. The dose was almost completed when the nurse checked the bag to see the volume that was left to be infused prior to running a ns flush. There was drips of medication leaking from just below the chemolock port that is attached to the administration set. The chemo dripped directly onto the nurse's bare hand. The nurse immediately washed her hand while another staff member assisted in stopping the infusion and placing in a cytotoxic bin to prevent further leaking. The physician was notified of the incident and felt that since there was only approximately 10 ml of chemotherapy left in the infusion, that the patient was not adversely affected. Unprotected chemo exposure reported.

Manufacturer narrative:
Lot review: a review of lot# 3289333 showed that (B)(4) units were manufactured, tested, inspected and released in august 2016 citing no exception documents. Visual analysis: 2/3/2017 - received: one used cl3951, 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger; reported lot# 3289333. One used freeflex 500ml saline IV bag. The cl3951 was spiked into the IV bag. The leak was confirmed at the base of the chemolock port. Functional testing: the cl3951 administration set was pressure leak tested. There was leakage observed at the interface between the male luer of the chemolock and the female side port luer of the drip chamber. Some gentle manipulation of the chemolock resulted in the chemolock breaking completely from the drip chamber. The chemolock male luer was broken at the base of the luer and was lodged in the female luer of the drip chamber adapter. There was evidence of solvent contact between the bottom of the chemolock luer thread skirt and the drip chamber. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one cl3951, 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger; lot# 3289333 (mfd. 08/16). Report states: patient was receiving infusion of chemotherapy. The dose was almost completed when the nurse checked the bag to see the volume that was left to be infused prior to running a ns flush. There was drips of medication leaking from just below the chemolock port that is attached to the administration set. The chemo dripped directly onto the nurse's bare hand. The nurse immediately washed her hand while another staff member assisted in stopping the infusion and placing in a cytotoxic bin to prevent further leaking. The physician was notified of the incident and felt that since there was only approximately 10 ml of chemotherapy left in the infusion, that the patient was not adversely affected. Unprotected chemo exposure reported. No adverse patient consequences reported.